Manufacturer narrative:
Prior to return of the unit, the customer responded to follow-up questions where he stated he did not see a fire or spark when the power supply was in use. When asked if the transformer housing or cord were compromised in any way (i.e. Was there a hole or crack), the customer stated that there was a melted spot on the transformer and it looked like something was protruding through, but that he couldn't see through to the inner electronics. The customer stated that the cord was not compromised. Based on the customer's feedback, there was no evidence that indicated there was safety concern and the decision was made on (B)(4) 2011 to not file a medwatch. Upon return of the unit on (B)(4) 2011, an analysis/evaluation was conducted. In summary, a short circuit caused the transformer to heat and melt the housing to the point where a wire perforated the housing and compromised its integrity. CAPA ca10-049, approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process. A visual examination of the power supply showed that there were no exposed wires and no signs of burning or fire on the cord. Examination of the transformer housing revealed a perforation by an electrical wire lead which left a small opening, rendering it noncompliant with ul60950. The power supply was plugged in and the voltage across the dc plug was measured at 0.03vdc, which indicates that it is not working properly. No smoke, fire or sparking were witnessed while the unit was plugged in. The resistance across the ac blades measured 66.7 ohms, which is normal and indicates that the thermal fuse did not blow. The resistance across the dc plug measured at 0.3 ohms which indicates a short in the dc cord.

Event description:
The customer reported that the power supply for his wife's pump became hot while in use. As a result, a hole melted in the side of the transformer and a bump appeared in the bottom left corner.